Manufacturer narrative:
Referring to the product inquiry the long nail kit is the only reported device and thus considered the primary product. A review of the product history for the reported nail kit revealed no discrepancies; no manufacturing or material related issues were found. A physical examination could not be carried out since the reported product was not returned to stryker kiel (disposed of by hospital). However, the issue is about a revision due to breakage after an implant residence time of 8 months. Referring to the long implant residence time, impaired bone healing resp. Non-union of the fracture site can be assumed. Most likely the nail fractured due to having been exposed to massive axial load. It cannot be excluded that either a patient's fall or intra-operative pre-damage of the nail by a deviated step drill has contributed to the implant fracture. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. However, based on the limited information given the exact root cause of the reported event could not be determined. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Sales rep reported an alleged broken gamma nail of a left hip fracture. This information was reported after the surgery by surgeon and implant disposed of. No rep available at time of surgery. Reporting surgeon not same as revising surgeon. Rep will try to obtain additional patient information. No complications.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Sales rep reported an alleged broken gamma nail of a left hip fracture. This information was reported after the surgery by surgeon and implant disposed of. No rep available at time of surgery. Reporting surgeon not same as revising surgeon. Rep will try to obtain additional patient information. No complications.